Event description:
It was reported that a catheter issue occurred. The 93% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while the device was inside the patient, the catheter did not show the image and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues found and the device appeared to be in good condition. Impedance inspection showed an electrical open at distal end of the catheter 0-10 cm from the distal housing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Microscope inspection revealed the guidewire exit port was damaged. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Based on the evidence, the as reported codes of image lost and damaged / defective are confirmed.

Event description:
It was reported that a catheter issue occurred. The 93% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while the device was inside the patient, the catheter did not show the image and was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status following the procedure was stable.